Event description:
It was reported to boston scientific corporation that stent deployment difficulties were experienced during placement of an ultraflex tracheobronchial stent device (female patient; age and weight are unknown). According to the complainant, the tube was inserted to main trachea, guidewire (amplatz:0.038in) was sent to right second branched tubule, the trach stent was inserted through the guidewire. The tip of the catheter was stuck. So the physician cut the tip of the device. When he attempted to release the stent, he felt resistance. Finally, the suture was detached and failed to release the stent. Then the physician removed the unit. He tested outside the patient, the stent could be released with resistance. Reportedly, procedure was completed with a different device (unknown product/manufacturer). There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device found a break in the suture thread approximately 12.2cm proximal to the distal end thread. The stent was crocheted onto the device. The pull ring, proximal end of the broken suture thread, and the catheter tip were not returned for analysis. An examination of the distal end of the crochet suture thread found no knots or issues. As part of the investigation, the thread at the site of the break was pulled and the stent deployed with no restrictions. The cause of the reported malfunction is determined to be design related.